Event description:
It was reported that device migration occurred. On (B)(6) 2019, the patient underwent a successful watchman left atrial appendage (laa) closure procedure and a 24mm watchman laa closure device was implanted. On (B)(6) 2019, the patient presented for 45 day follow up and the device was noted was noted to be canted and proximal via transesophageal echocardiogram. The physician decided to bring the patient back to snare out the device and implant a new one. On (B)(6), the device was successfully snared out. During snaring, a perforation occurred and a pericardiocentesis was performed. Two to four liters of blood were auto-transfused via cell saver. Patient continued to bleed despite heparin reversal with protamine and fresh frozen plasma. The patient was eventually brought to surgery. According to the physician, two small holes were noted at the base of the laa. Per physician, the perforations may have occurred due to the feet already endothelialized in the area of the perforation. The laa was repaired and a clip was placed. As of (B)(6), patient was still in the hospital and doing well.